Manufacturer narrative:
(B)(4). Batch # unk. Additional information requested and the following was obtained: did any part of the device or jaws break off of the device (please answer yes or no and describe the part of the device that broke off)? No it just spli . Did any part of the device or jaws fall into the patient? No . If a part of the device or jaws fell into the patient, was the broken-off part retrieved?n/a . Was there any change to procedure or post-op patient care related to this device issue? Delayed case - had to grab a new clipper.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after being fired twice, the tip of the device split in half while in the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # p9131f. The analysis results found that the el5ml device was received with a partially formed clip in the jaws, the clip was removed in order to replicate the reported incident. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer was noted broken causing that the clip did not fully advance into the jaw and 1 clip was partially formed. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components the device was disassembled; upon disassemble 6 clips were found inside clip track. One possible cause for the condition found is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Subsequent actuations or manual opening of the device may bend the advancer tip back toward its original position and break the advancer tip. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. In addition, the device locked out as intended. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.